Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion, prime/a33 and excessive no delivery test due to a33 alarm. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm during priming. The customer reported that insulin was squirting out and they were unable to exit this phase. Blood glucose level at the time of the incident was 259 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.